Event description:
A physician reported that during the post operative week one visit after the stent implantation procedure, the patient experienced blurry vision and floaters since post operative day 5. The patient had diffuse granulomatous keratic precipitates (kps), anterior chamber and vitreous cell. The physician did tap and inject just to be safe, but conjunctiva was white and quiet, no pain, didn¿t really seem like endophthalmitis. The physician thought it could be early sympathetic ophthalmia or reaction to stent (granulomatous inflammatory reaction). Additional information was requested and received stating post-operatively, granulomatous uveitis was first noted on post-operative day 8, accompanied by worsened vision and elevated intraocular pressure. Given the presentation of anterior chamber and vitreous cell within one week of surgery, the condition had initially been treated as a possible case of post-operative endophthalmitis. The patient underwent a vitreous tap and received an intravitreal injection of cephalosporin antibiotics and glycopeptide antibiotics on the same day. The patient had been last seen on post operative day 14 (last seen date), at which point bacterial cultures and viral pcr from the vitreous fluid had been negative, ruling out infectious endophthalmitis and herpetic infection. The clinical condition had shown improvement with frequent topical steroid use, and the inflammation was expected to continue resolving. Post-operative medications had included corticosteroids, quinolone antibiotics, nonsteroidal anti-inflammatory drugs, cephalosporin antibiotics, and glycopeptide antibiotics.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the investigation site for evaluation for the report of granulomatous inflammatory reaction, blurry vision, floaters, and intraocular pressure increase; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).